Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they were not able to use their ins after implanted until last tuesday because the ins battery was tilted since implant date causing it to not charge. A surgical revision was done on tuesday (B)(6) 2022 to correct issue. Pt states that since then the issue has been resolved. Pt said this was miserable adding "to think you are going to get relief and you don't." Pss documenting information given during call. Pt inquired about what their programming is.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.